Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed the reported issue. The customer biomed indicated a likely problem with the audio card or main printed circuit board assembly (pcba) and requested onsite service. A philips field service engineer (fse) was dispatched. The fse investigation identified that the speaker cable was plugged incorrectly into the sender.

Event description:
It was reported that the audio at the philips intellivue information center (piic) was not working. The device was in use on a patient. There was no report of patient or user harm.